Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test, cosmetic damage, unexpected battery power loss, time clock anomaly, rewind anomaly and no delivery alarms on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump programmed the current time and date then monitored for several days. No time and date anomaly, no unexpected battery power loss anomaly, no failed battery test alert. No rewind anomaly and no excessive no delivery alarm during test noted. Insulin pump received with cracked case reservoir tube window corner.